Event description:
It was reported that the patient with this pacemaker experienced ablation and heart rate was in the eighties with feeling shortness of breath. Boston scientific technical services referred the patient to clinic. As of this time, this pacemaker remains in service. No adverse patient effects were reported.